Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s ins was not charging and they were getting ¿a screen¿ on their recharger when they tried to charge. The patient described seeing the reposition antenna screen, which they first saw about three weeks ago. Patient services had the patient try to connect using their patient programmer during the call and the patient described seeing the poor communication screen. Patient services asked the patient when they last recharged their ins and the patient stated back in february. Patient services reviewed that the patient¿s ins was possibly overdischarged and they were redirected to follow-up with their healthcare provider (hcp) to check their ins. An email was also sent out to a local manufacturer representative (rep) who responded indicating they¿d reach out to the patient. The event occurred in (B)(6) 2020. No symptoms were reported. No further complications were reported/anticipated. Additional information was received from the rep. It was reported that the device was overdischarged and the rep attempted a jumpstart. Rep reported that (B)(6), the rep sent patient to hcp to get replaced. The cause was due to a dead battery.